Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle had happened. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the initial procedure?¿¿wound, wound sew. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.